Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during startup, "oxygen + air supplies failed tf 5507, tf 5512,tf 9708, flow sensor calibration required. "